Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor was unable to power on. The cause for the damage was isolated to shorted +1.8v and +3.3v power supplies and a thermally damage u500 digital signal processor on the computer/analog pca. The root cause for the shorted power supplies and damaged u500 processor could not be positively identified. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor reported that a patient's monitor would not power on and the patient had received a service code 204 (belt/monitor unusable).